Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the sales rep that while dr. (B)(6) was using the midas ehs he quickly complained of chatter, soon followed by a tear in the dura. Dr (B)(6) was using the drill for burr holes in advance of the craniotomy, so he was already planning to expose and cut through the dura. After dr. (B)(6) did the initial bur hole, he switched attachments with the same tool and it worked as expected. There was a delay of approximately five minutes to open another tray. Some patient information was provided. Current status of the patient was not given, no patient impact reported. On multiple follow up attempts, no additional information could be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On further follow up it was reported the tool/attachment combo was different from what the surgeon was used to; the torn dura did not require any intervention since the surgeon had to remove the dura anyway; the patient has had no issues in regards to this event; and the user facilities initial reporters contact information was provided.